Event description:
It was reported that a deep brain stimulation implantable pulse generator (ipg) unexpectedly turned off, leading to severe shaking in the patient's hand, similar to symptoms experienced before the device was implanted. The patient initially thought the implant battery was dead, as it only charged for 10-15 minutes before indicating a full charge, yet the symptoms persisted. Upon checking, the implant showed as off despite charging. After troubleshooting, therapy was turned back on. The patient plans to monitor the implant charge level to prevent the therapy from turning off again. The patient was redirected to their healthcare provider for further assistance and has an appointment scheduled for next month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.